Manufacturer narrative:
Sc-1110-02(sn: (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was verified to be working as expected. Sc-2218-50(sn: (B)(4)) device evaluation indicated that the lead passed visual, electrical and photographic imaging tests performed. No anomalies were found. Sc-2218-50(sn: (B)(4)) device evaluation indicated that the complaint was confirmed. A pronounced kink was noted at the clik anchor site of lead. X-ray inspection revealed broken cables 1 cm from where the clik anchor was tightened. Six cables were verified to be open. This damage might be the source of the reported stimulation and impedance anomalies. There were no exposed cables.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for pain at the pocket site and for shocking sensation due to high impedances.

Event description:
A report was received that the patient underwent an explant procedure for pain at the pocket site and for shocking sensation due to high impedances.